Manufacturer narrative:
The pump was received with a no button response. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that when they press to unlock the buttons that time they needs to be pressed 40 times. The customer¿s blood glucose level was 136 mg/dl. Customer stated that sticker at the back for the serial number was already worn off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.